Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm during flight landing. Customer reported an elevated blood glucose (bg) level of 400 (mg/dl). Customer indicated lantus and injections would be used to stabilize bg levels and for back up therapy.